Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced belly pain and incontinence after the implant procedure. Belly pain was not device related but was believed to be related to the procedure while incontinence was attributed to the lead and patient¿s anatomy. Pain medication was prescribed for belly pain. The patient¿s lead was explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.